Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for dehydration and high blood glucose of 270 mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. The customer requested a replacement of the insulin pump. No further information was provided.